Event description:
It was reported that, approximately two weeks post implant, he right atrial (ra) lead exhibited undersensing and that both the ra and right ventricle (rv) lead dislodged. The ra and rv leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implant date: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.